Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The camera used was not available for evaluation. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system remote flat screen monitor would loose sync with the video camera during a case. The procedure was completed without incident and no pt injury was reported.